Manufacturer narrative:
Investigation: visual inspection: during the investigation, scratches on the outer housing of the valve and visible deposits in the reservoir were determined. Permeability test: a permeability test has indicated that the m.blue has a blockage. The reservoir is permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in vertical/ or both the horizontal as well as the vertical positions. Because the m.blue is not permeable, a computer controlled test is not applicable. Adjustment test: the m.blue was tested and is not adjustable throughout the normal age. Braking force and brake function test: the brake functionality test has shown that the brake function is operational. However, the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection : after dismantling of the valve, organic deposits were found. Result: based on our investigation results, we can determine a blockage of the m.blue. The valve is neither permeable nor adjustable. The visible deposits in the valve have led to the functional impairment. In the pediatric controlreservoir visible deposits were determined. The despotis had no effect upon the specifications at the time fo the examination. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve.

Event description:
It was reported that a m.blue (#fx816t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the valve caused an underdrainage and had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2024. The complained product was sent to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure.